Event description:
It was reported that the patient's rv pacing lead had low and varying impedances that tripped a warning message. It was also reported that there appeared to be electrical noise on the egm/marker channels on stored ventricular high rate (vhr) events. The lead is still in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.